Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 5.0 x 60mm, 135cm ranger drug-coated balloon was selected for in the superficial femoral artery (sfa). The target lesion was 100% stenosed, calcification was moderate and it was not tortuous. During the first inflation for one minute at 8 atm, the balloon ruptured. Another device which was the same model was used to complete the procedure. There were no patient complications.